Event description:
This valve was explanted 7 months postoperatively due to endocarditis. A great portion of the valve was dehisced from the annulus. Cultures were negative. A 29mecs st jude medical valve was then implanted.